Event description:
Update: (B)(6) 2014 - medical records received. Patient was revised to address metallosis, synovitis, cloudy fluid, corrosion between the head and stem, and no bone ingrowth on the acetabular cup. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Event description:
Patient underwent revision procedure due to unknown reasons.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain, injury to the body and extremities and elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.